Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had lifted keypad found during repair and old report suggests that front case never been replaced before for this device since in use. There was no patient involvement.

Event description:
It was reported that the device had lifted keypad found during repair and old report suggests that front case never been replaced before for this device since in use. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.